Event description:
Concomitant devices reported: torque limiter, 0.8 nm, with ao/asif quick coupling, depth gauge for 2.0mm and 2.4mm screws, handle with hex coupling.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device deemed reportable during investigation (B)(6). Investigation summary: visual inspection: the depth gauge for 1.3mm and 1.5mm screws (part #: 319.004, lot #: unknown) was received at us customer quality site. Upon visual inspection it was noticed the body and the protection sleeve were missing and the needle was broken off the slider with no fragments returned device failure/defect identified? Yes, the needle was missing because it was broke off the slider and the body and protection sleeve were not present. Dimensional inspection: a dimensional inspection was not performed due to the definitive finding of a missing components. Document/specification review: current drawing above was reviewed. No ¿manufactured to¿ drawing could be reviewed as the lot number of the depth gage was unknown. Th lot number of the part is etched on the body component and since the body was missing, we are unable to know the lot number. Complaint confirmed? Yes investigation conclusion: this complaint is confirmed as the needle has broken off the slider with no fragment returned and protection sleeve and body are missing. No definitive root cause could be determined based on the provided information. It is possible that the breaking of the needle could be linked to unintended forces during maintenance and missing of components could occur during the device maintenance (cleaning). No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is require. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, one (1) torque limiter, two (2) depth gauges, one (1) depth gauge for 1.3mm and 1.5 screws was broken and missing components and one (1) handle with hexagonal coupling were damaged. The issue was encountered while cleaning in the sterile processing department (spd). There was no patient involvement. This is report 4 of 4 for complaint (B)(4).